Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Representative reported intermittent out of range shock impedance measurements less than 25 ohms on home monitoring. Shock impedance technical trigger iegms show degraded far-field signal. Lead to be evaluated further and remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.